Manufacturer narrative:
The field service representative found the ise system was dirty. He manually cleaned and conditioned the ise system. He performed ise checks, precision testing run, calibration, and qc.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results from the cobas 8000 cobas ise module. The initial was performed on aliquots of the samples and the repeat testing was performed on the primary sample tube. Patient 1 initial result was 132 mmol/l and the repeat result was 139 mmol/l. On (B)(6) 2019, patient 2 initial result was 132 mmol/l and the repeat result was 138 mmol/l. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot was p64.

Manufacturer narrative:
The last calibration prior to the event was acceptable and did not contain alarms. The provided qc data from the day of the event contains out of range low warning errors. Investigations determined the issue to be resolved by the service actions.